Event description:
Did an iuvs run without issue. A second run was attempted when live button was hit but no image appeared. The pim connector was unplugged and re-plugged but it still didn't work. A new device was used (85900p).